Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons will not work. The blood glucose reading was 180 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
There was no button error alarm. The intermittent button response was due to moisture damage keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.